Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It is reported that: the pt complained of extreme pain, squeaking and popping of the left hip. The pt initially complained to his primary surgeon who did not identify the reason for his complaints. The pt sought a second opinion in (B)(6) 2011. X-rays, MRI and a bone scan indicated the stem was crooked. The surgeon diagnosed a failed implant and a total hip revision was recommended. The pt feared the total revision and would not approve removal of the stem. The second surgeon made the decision to only remove the ball and socket to address the pt's complaints. The ball and socket were revised on (B)(6) 2012.